Event description:
Related to MFR report # 2183959-2012-02464. It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with an ams apogee. The plaintiff's attorney alleged that the plaintiff "suffered/will continue to suffer pain, suffering, disability," and "impairment."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.